Manufacturer narrative:
A review of the device history record traceable to the reported lot numbers, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. A review of the database for the non-conformance events and the complaints showed that the given lot number was not concerned by any deviation and that there are no additional complaints associated with it. The sample was received at the investigation site in the outer blister and the cover foil showing the lot information. The inner blister, which ensures that the product is kept safe from damage during the shipment, was not used. The product shows obvious macroscopic signs of damage. Specifically, the forceps is deformed significantly. The sample exhibits some surgery residues. The sample was visually inspected with the aid of a photomicroscope using various magnifications. The visual inspection confirmed the macroscopically noticeable damage and displayed the deformation of the forceps arms in detail. The sample was then tested with an internal inspection equipment representing the manufacturing cannula and it was noticed that the device was able to be inserted when the forceps arm deformation was overcome. The level of damage as well as the missing inner blister suggest that the deformation of the forceps arms was caused during the shipping process from the complainant to the investigation site. However, the point in time when the described damage occurred can no longer be determined conclusively. Even though the customer's reported event (no passing through trocar cannula) could not be replicated, the customer¿s complaint is confirmed as the returned device shows significant deformation. However, a root cause for the reported issue cannot be determined. It cannot be determined how or where the damage to the sample occurred. Therefore, the root cause for the customer's reported event could not be determined. The exact root cause for the customers reported event is unknown, therefore, specific action cannot be taken. Complaints are reviewed and monitored at regular intervals for adverse trends. No adverse trends have been observed associated with the reported product and event. No action has been identified for this reported event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during vitrectomy surgery an ophthalmic forceps and vitrectomy probe did not fit through trocar. An alternative forceps and vitrectomy probe was used to complete the surgery. There was no report of patient harm.